Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Estimated date. (B)(4).

Event description:
User facility medwatch (B)(4) received that states: at the end of the patient's thoracic abdominal aortic repair without rupture, the perclose device used to close the right groin failed and bleeding occurred. We had to do a groin cut-down and transfuse the patient with 2 packed red blood cells to stabilize the patient. Original intended procedure: endovascular repair of descending thoracic aortic aneurysm with penetrating ulcer.

Event description:
Subsequent to the initial report submitted, the facility reporter was contacted and additional information was provided: it was reported that suture placement in the right common femoral artery was achieved with two proglide devices using the pre-close technique via a 6f sheath, upsized to 8f, prior to a thoracic aortic aneurysm (taa) procedure. Reportedly, the sheath was upsized to 22f and the taa procedure was completed. The two proglide sutures did not achieve hemostasis. The percutaneous site was enlarged. Two units of red blood cells were given due to excessive loss of blood due to the clinically significant delay in the procedure. The vessel was repaired with a bovine patch and surgical suturing achieved hemostasis. Hospitalization was prolonged. No additional information was provided.

Manufacturer narrative:
D4 and h4: the device expiration and manufacturing dates could not be provided as the device lot number was not provided and the device was not returned. H6: medical device problem code 2017 - failure to follow steps/instructions. The device was not returned for analysis. A review of the manufacturing records and complaint history of the reported lot could not be conducted because the lot number was not provided. The proglide was used in a vessel greater than 21f. The perclose proglide instructions for use states: for access sites in the common femoral artery using 5f to 21f sheaths. The patient effect of hemorrhage is a potential adverse event of use of the device. The investigation was determined the difficulties appear to be user error; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.